Manufacturer narrative:
G4: 13feb2020. B4: 17feb2020. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the reported error; however, the reported error was observed in the device logs. The fse replaced the blower and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4 14may2020. B4: 14may2020. The blower motor assembly was returned for failure analysis. A visual inspection revealed no anomalies. During testing, the blower passed all testing with no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
It was reported that the unit declared a high blower temperature alarm. There was no patient involvement.